Event description:
Customer received a notice about a possible button scrolling issue on his insulin pump. Customer stated his insulin pump currently has no issue but he would like to replace it in order to prevent any future issues. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.